Manufacturer narrative:
The customer technical support (cts) instructed the customer to clean the probe wipe rinse block and to adjust the tubing through pinch valve lv8. Pinch valve lv8 controls the probe wash drain. After cleaning the probe wipe and adjusting the tubing the instrument ran without any leaks. Product labeling was evaluated: warnings and precautions: beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
The customer reported an instrument leak when using the coulter act diff 12 analyzer. The customer reported that one large drop leaked from the probe leaked and was not contained within the unit. The operator was wearing gloves and lab coat when the issue occurred. There were no reports of exposure to mucous membranes or cuts. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.